Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 10jun2020.

Event description:
The customer reported the unit does not recognize the battery. When the unit is plugged into alternating current (ac) power, the power light emitting diode (led) illuminates, however the battery led remains off. There is no patient involvement.

Manufacturer narrative:
G4: 22sep2020. B4: 23sep2020. The fse advised the customer to check the battery voltage. The customer replaced the battery and the issue was resolved. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.